Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues were verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple malfunction alarms and the pump unexpectedly reset and indicated a data log corruption. The customer's blood glucose level was 187 mg/dl. The customer was to use insulin injections for insulin therapy.